Event description:
Device returned with no oos form from medical center. Listed only as explant. Device went to eri on 7/05 by interrogation.

Event description:
Device returned with no oos form from monroe regional medical center. Listed only as explant. Device went to eri on 07/25/2005 by interrogation.